Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the right plunger case was cracked. Customers reported issue was duplicated during set-up for flow test. The root cause of the reported issue was determined to have been due to the device being out of calibration for the size and the force would not stabilize. Actions taken to mitigate the reported issue: replaced size pot. UDI information is unknown.

Event description:
It was reported that device won't calibrate the syringe size, and failed calibration. No patient injury reported.